Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had infection. The patient's right ventricular lead, the right atrial lead and the left ventricular leads were also noted to have eroded. The implantable cardioverter-defibrillator along with the right ventricular lead, the right atrial lead and the left ventricular leads were explanted due to infection. Patient status was not provided.